Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that on (B)(6)2022 a 13.7mm, vticmo13.7, -13.0/3.0/85 (sphere/cylinder/axis), implantable collamer lens overturn during operation of the left eye (os). It was reported that the lens broke during removal. The lens was implanted and removed intraoperatively with no patient injury. A replacement lens was implanted but it did not resolve the problem. Cause of event was reported to be user error.